Event description:
A pt with history of fall at home admitted with intracranial hemorrhage of the left occipital/parietal lobes. Confusion and agitation were being medically treated. Pt fell from a lumex recliner during admission at the med ctr, striking her right forehead and sustaining a bruise. A repeat CT scan of the head a few hours after the fall did not reveal an increase in size of the intracranial bleed. However, a repeat CT scan in 2007 indicated an increase in the size of the bleed. The potential exists that the pt's fall from the recliner 3 days prior CT scan may have caused more bleeding at the site of the pt's pre-existing brain injury. Daughter of pt was supervising the pt at the time of the fall. Per daughter's report, the pt was attempting to scoot forward out of the lumex recliner while the footrest was in the elevated position. The pt's right leg was up on the footrest, her left leg straddling the footrest. The daughter was in front of the pt, trying to convince her to remain in the chair. When the pt reached the footrest, it dropped and the pt fell to the floor onto her right side.